Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on 06/23/2016 to report that the patient experienced a skin reaction on (B)(6) 2016. Date of issue is an approximation. The sensor was inserted into the arm on (B)(6) 2016. The reaction was described as a red and itchy rash with pus, located on the arm. On (B)(6) 2016, the patient went for a checkup and the patient's mother asked for treatment for the skin reaction, which was due to the sensor adhesive. The patient's doctor prescribed dexamethasone cream. The affected area was treated with the prescribed dexamethasone cream. At the time of contact, the patient was doing well. Additional event or patient information was not provided. It was reported that the sensor was inserted into the arm. The dexcom g4 platinum (pediatric) continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.